Manufacturer narrative:
A patient experiencing ineffective stimulation and discomfort at the battery site was reported to abbott. The ipg was explanted. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the site of their scs ipg. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted to address the issue.